Event description:
It was reported through service and receipt of a lawsuit that plaintiff (patient) was treated in 2007. It is alleged that during a gastric bypass surgery an unknown stapler(s) "misfired, resulting in an incomplete suturing and dehiscence." The surgeon attempted to "remedy said failures with hand stitches, but in fact failed to completely close the gastric openings setting in motion; a series of events which resulted in a cascade of internal organ failures resulting in extreme infectious process, and near death for plaintiff." No other specifics are available at this time. This event was not reported to ees at the time of the surgical procedure.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.